Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported patient reported a left side intra-capsular rupture of device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, non-penetrating nicks, opening, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Patient reported patient reported a left side intra-capsular rupture of device. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.4, d.6b, g.2, h.6.